Event description:
It was reported that during a stenting treatment procedure with a wallstent endoprosthesis, the delivery sheath was broken. After the stent was placed, it migrated to the biliary duct and remains inside the patient. The procedure was completed with another device and no pt complications were reported. Current patient condition is unk.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.